Event description:
Customer reported the insulin pump was alarming no delivery every day. Customer did a complete set change. Customer stated she only changed the tubing and not the reservoir. Customer's blood glucose was 114 mg/dl. Customer was told to disconnect and reconnect the reservoir and the infusion set. Manual prime was performed, insulin did exit and device did not alarm. Customer was advised the device was working as designed. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.